Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information notes that the atrial lead was electively replaced. No complaints on the atrial lead

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an atrial lead was explanted. No reason was given for this explant. Further information was requested but not received.